Event description:
According to the rptr, she has been diagnosed with a latex allergy. Her symptoms began in 1996 and consisted of: coughing, wheezing, rhinitis, itchy eyes, and tightness in her throat. According to the rptr, she would arrive at work essentially symptom free, but in approx 1.5 hrs she would begin to experience chest tightness as well as the above symptoms. She was generally given some type of breathing treatment and sent home. Her symptoms grew progressively worse until she was forced to quit work one yr ago. According to the rptr, she has had one episode of anaphylaxis and now suffers from permanent interstitial lung damage and asthma. Her symptoms have remained unchanged since leaving work. She continues to take her medications and remains at home as much as possible.